Event description:
A malfunction was reported on the customer's pump, identified by the malfunction code malf 12. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer experienced at least three occurrences of the malfunction. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.